Manufacturer narrative:
A fse (field service engineer) was dispatched and evaluated the instrument. The fse replaced the mc (modular cup) sample probe and k (potassium) electrode tip to resolve the issue. The fse verified instrument operation.

Event description:
The customer reported obtaining an erroneously low k (potassium) result for one patient involving the unicel dxc 600i synchron access clinical system. The customer repeated the sample and obtained a higher k result. The erroneously low k result was reported out of the laboratory and later amended. There was no change or affect to patient treatment in connection with this event. Quality control was within lab established ranges on the day of event.